Event description:
During a remote follow-up, noise which resulted in oversensing, automatic mode switch (ams), and pacemaker mediated tachycardia (pmt) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.